Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power-on-reset (por) condition was present on a new neurostimulator with 100% charge out of the box. Further info was requested.